Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device ql2aaq and no non conformances/ manufacturing irregularities related to the malfunction were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue ¿)? Was there any adverse consequence associated with the patient? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a wound closure on an unknown date and suture was used. During the procedure, the needle pulled off the suture. The procedure was completed successfully. No adverse patient consequences were reported. Additional information has been requested.